Event description:
It was reported that during the procedure as the subject device was being manipulated "the gdc sr coil spontaneously detached and stretched out. The physician pulled it back until aorta artery, he left the coil inside the body". It was not disclosed where the target lesion was, if any attempt was made to retrieve the device or the condition of the pt.

Manufacturer narrative:
Boston scientific has made several attempts to gather additional info regarding the alleged event without results. Currently, there are no further details to report. Unk as the opn batch numbers were not disclosed.